Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the index procedure placed two promus stents [2.75x18mm, 2.7x28mm] in the mid left anterior descending (lad) artery. In (B)(6) 2012, a 90% in-stent restenosis located in the proximal aspect one of the stents occurred and treatment placed a 3.5x12mm promus element stent in the mid lad. In (B)(6) 2012, angiogram findings revealed an 80% stenosis at mid lad distal to an existing stent with a luminal 10% angiographic narrowing in the stent at mid lad and a luminal 10% angiographic narrowing of the stent at the proximal lad. A 2.25x12mm promus element stent was placed at the mid lad. The outcome of the event was reported as resolved and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).